Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left breast capsular contracture, bilateral breast ptosis. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 300cc gel breast prosthesis (left device) and an unspecified mentor gel breast prosthesis (right device) developed baker grade IV capsular contracture in her left breast post implantation. Additionally, the patient developed bilateral breast ptosis. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2025. During explant surgery, the surgeon observed that the left breast prosthesis was ruptured. This medwatch report is for the patient¿s right breast prosthesis.